Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous by a baxter employed health professional from (B)(4) of loose motion and peritonitis in a patient coincident with dianeal 2.5% ultrabag therapy. On (B)(6) 2012, during a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient experienced loose motion. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was loose motion. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection fortum and injection reflin for peritonitis. The outcome was unknown. Peritonitis was unrelated to baxter products. Causality statement for loose motion was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.